Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 32, indicating a delivery motor communication error after multiple restarts, and a replacement device was arranged while the user used backup therapy with blood glucose reported as unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of pump therapy and use of backup therapy until the replacement arrived, without medical intervention or hospitalization. Investigation included device history review, logistics confirmation of device return, and internal analysis planning to determine the cause of the alert. Investigation of the returned device revealed a malfunction related to communication between the motor processor and the delivery motor component, consistent with a device hardware or electronics issue that was not resolved by a restart.